Event description:
It was reported that the insulin pump alarmed no delivery during manual prime process. Customer stated that she bloused and received no delivery alarm because her cord was bent and out of shape. Troubleshooting was done. The insulin pump is working correctly. Customer's blood glucose was 468 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.